Event description:
Pt's mom reported that a few batches of the syringes she has received previously have bent needles. She knows to toss those out and use new one but she was concerned that this keeps happening. She's had several within the year she's had several issues with the syringes. Offered to change syringe to 1/2" needle which might not be as fragile as 5/16. Mom did not want to switch sizes at this time. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product. Unknown if the pt has the defective product on hand for possible return to the manufacturer. Lot number is unavailable, expiration date: 6/24/2025. No further information is known. Indication: disorders of newborn related to slow fetal growth and fetal malnutrition (needles are being used with medication zomacton inj). Reported to (B)(6) by: patient/caregiver.